Event description:
Healthcare professional reported "ruptured". This record is for right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 b3 b5 b6 d1 d4 d6a d6b g4.

Event description:
Device was explanted and replaced. Capsulotomy performed.